Manufacturer narrative:
(B)(4). An analysis of the returned device confirmed the reported event of after lifting the lever to deploy the foot, pulsatile blood flow from the marker lumen continued. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances associated with this lot. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on a review of the available information, no product deficiency was identified. Consistent with the reported information, the device was not pulled back to position the foot against the arterial wall to stop luminal blood marking as instructed in the instructions for use (IFU). The probable cause for failure to cease luminal blood marking is incorrect deployment technique. The IFU describes the deployment sequence as follows: continue to advance the device just until a continuous drip of blood is evident from the marker lumen. Position the device at a 45-degree angle. Deploy the foot by lifting the lever (marked #1) on top of the handle. Do not deploy the foot unless a continuous drip of blood is evident from the marker lumen. Gently pull the device back to position the foot against the arterial wall. If proper position of the foot has been achieved, blood marking will cease or be significantly reduced. If marking does not stop or significantly change, gently adjust the angle of the device to stop blood marking.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, after lifting the lever to deploy the foot, pulsatile blood flow from the marker lumen continued. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.